Manufacturer narrative:
The cast cutter was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that there were sparks coming from the vent hole where the motor is during the removal of a cast. Another device was used, and no adverse consequences were reported as a result of this event.